Event description:
According to the reporter: surgeon indicated that the bag broke away from the metal ring prematurely and that the device could not be retracted once the specimen was in the bag. No pt injury was reported. Procedure: lap chole.

Manufacturer narrative:
(B) (4). (B) (4).